Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter was being worn on the customer's right abdomen and was not within line of sight of the pump as the pump was worn on the left hip. The pump and transmitter regained connection when the pump was moved within line of sight of the transmitter. No additional patient or event information was available.